Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 137, 70 and 213 mg/dl, when all tests were performed within 5 minutes on the advantage system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.